Event description:
Pt had open heart surgery approximately 1 year ago. Sternum was closed with pioneer cable closure system. Patient's sternum had to be completely re-opened on (B)(6) 2004, and re-wired with another system, due to breakage and fraying of pioneer sternal cable (2 cables/wires involved).